Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the patient was having laparoscopic surgery when the physician nicked the inferior vena cava (confirmed the stent graft was implanted in the vena cava). Two talent stent grafts were successfully implanted to treat the patient. The patient has had sepsis six or seven times since the talent stent graft was implanted. No additional information has been received. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (infection); (details of event and cause of event is unknown); incorrect technique/procedure (implanting the stent graft in the inferior vena cava). Conclusion: (details of event and cause of event is unknown); operational context contributed to event (implanting the stent graft in the inferior vena cava).